Event description:
It was reported that a patient presented in clinic for a follow-up appointment. A chest x-ray was performed and the patient's right atrial (ra) and right ventricular (rv) leads were found to be dislodged. The rv lead also had far p-wave oversensing and delivered inappropriate shocks causing the patient to feel discomfort. On (B)(6) 2021, the ra and rv leads were both repositioned successfully. The patient was stable throughout procedure.